Manufacturer narrative:
Bwi received additional information indicating that the complaint device's manufacture date is (B)(6)2020. Section h4 has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 17951562 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with 2 preface® guiding sheath with multipurpose curve. The hemostatic valves of two preface sheath separated, where dilators/catheters are inserted. The hub became disconnected from the sheath, no surgical intervention required, no blood loss or complications. The sheath was removed immediately after the hub became detached. There were no reported patient consequences. Hemostatic valve separation is MDR-reportable. This report is for the 1st of 2 preface® guiding sheath with multipurpose curve. The other is reported under manufacturer report number 2029046-2021-00599.